Manufacturer narrative:
Continuation of d11: product ID: 97791, serial#: unknown, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: accessory; product ID: 977a275, serial#: (B)(4), product type: lead. H2 correction: please note the device serial number has been received at this time. As such, fields d1, d3, d4, and h4 have been updated. Additionally, the manufacturing site ID captured in g9 has been updated from 3007566237 to 3004209178 at this time; however, this field cannot be changed due to constraints with regulatory reporting interface. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received clarified the report that ¿there was no irritation at the pain site¿ meant that ¿the left hand, which was the pain site, had no irritation.¿ it was further reported ¿there was stimulation in places that were unrelated to the pain area, such as the shoulder and chest.¿ there was ¿no health injury due to this.¿ the patient¿s implantable neurostimulator (ins) remained implanted and in service at the time of follow-up. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 30-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the lead had slipped in the anchor that was holding the lead and that misalignment occurred. It was further reported that ¿there was no irritation at the pain site.¿ it was noted that ¿tension was applied to the lead in the daily life of the patient¿ and that this may have led or contributed to the issue. The patient¿s physician observed the cause of the issue to be the ¿holding power of the anchor.¿ a surgical revision was performed, during which the lead and anchor were replaced; the issue was resolved at the time of report. The complex regional pain syndrome patient was alive with no injury at the time of report. No further complications were reported or anticipated.